Manufacturer narrative:
Concomitant product: product ID 8555, lot # unknown, product type accessory; product ID 8555, lot # unknown, product type accessory. (B)(4).

Event description:
It was reported that, during a pump replacement, the healthcare provider (hcp) was attempting to fill the new pump and was only able to get a few ml of drug into the pump (captured in a separate event). It was noted that the manufacturer representative had seen this with the 8555 refill kit.

Event description:
It was reported that the health care provider had seen an issue with the refill kits where he was only able to get a few ccs of drug in the pump. It was thought that the kits were not as tight and that created "air lock issues." It was later reported that the refill issue seemed to be where the refill kit tubing and the needle were screwed together. It was creating airlock issues and sometimes it felt like the pump was difficult to fill. The issue was not causing harm to the patient, but a few cc's of drug were being lost each time. This was causing the patient to have to be refilled a little sooner. This issue was frequently being seen. The drugs being used with the pumps were unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8555, lot# unknown, product type: accessory. (B)(4).